Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer only remembers that he woke up with blood on his forehead prior to being admitted. By the time the customer was admitted, his blood glucose reading was 276 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume did not match with the bolus and basal rate delivery totals.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case near all four corners of the display window. The insulin pump also had a cracked reservoir tube tip.